Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) "2019" that on (B)(6) "2019", an adverse event was reported. Date of issue is an approximation. The patient stated that due to having false lows, the patient had recent life-threatening situations where he had to use glucagon shots. It is unknown if the dexcom caused or contributed to this event. No product or data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.